Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a study that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The treatment information was not provided. The outcome for this peritonitis event was unknown. It was not reported if the patient was hospitalized. The patient was transferred to hemodialysis (hd). Additional information was requested, but was not available at this time.